Event description:
Patient was revised to address acetabular loosening. Update: (B)(6) 2011 - litigation papers were received. It is further alleged in litigation that the patient had pain and elevated levels of chromium and cobalt.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Update (B)(6) 2013 - medical records were obtained. Medical records indicate patient was revised due to a large inflamed bursa, very fluctuant bursal sac-type tissue which contained a cloudy fluid, dense scar tissue and no evidence of bony fixation of the acetabular cup. The information received does not change the MDR decision. The complaint was updated on: (B)(6) 2013.